Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP caused an end user to have a dry throat which developed into an infection. Medical intervention of prescribed medication was reported. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP caused an end user to have a dry throat which developed into an infection. Medical intervention of prescribed medication was reported. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The user has declined to answer any further questions. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.